Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 200 mg/dl. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with cracked and broken off end cap. Unable to perform operating basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked and broken off end cap. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.